Manufacturer narrative:
One cadd legacy plus pump was returned for analysis. The analyst performed functional check. The customer's reported problem was confirmed. The pump was found to be double beeping during the investigation. The downstream occlusion sensor will be replaced.

Event description:
It was reported the device was giving "double beep" alert with no cassette attached during testing. No patient involvement.